Manufacturer narrative:
The affected journey femoral impact bumper was returned and evaluated. A visual inspection of the device confirmed the complaint that one of the pegs has sheared off. The device was manufactured in 2012 and exhibits, with the exception of the broken peg, light use damage. We recommend that all reusable instruments be routinely inspected for wear and damage so they can be replaced as necessary. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor head peg broke during impaction. All parts recovered without complication.